Event description:
Graft limb sewn to native vasculature. The pt had a creatinine of 3.9. The pt has only 1 kidney with a renal stent previously implanted. The implant procedure was performed without the use of radiographic contrast. No angiogram were performed to confirm graft placement. The left internal iliac was coil embolized prior to the procedure. The renal stent and coils were used to aid in graft placement. Access was not achieved via the external iliac artery and a retroperitoneal conduit was used to introduce the device. The right graft limb was sewn to the right common iliac artery. The pt will be followed via mra within the next two weeks.